Event description:
A surgeon reported that he had a pt experience endophthalmitis that was diagnosed on a postop visit. Additional info has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).